Event description:
"The internal tank of the intermate has burst during infusion at the pt's home". The device was filled with 325mg of cymevana (ganciclovir) and sodium chloride. The total fill volume was 250ml. The pt's access was a central catheter "located at chest", with a 22g (19mm) needle. Reportedly, "the event led to a blood reflux in the tubing making the implantable drug delivery system get blocked." No additional information available.